Manufacturer narrative:
Upon further investigation it was found that this is not a stryker device.

Event description:
It was initially reported that the scale on unspecified bed will not zero out. Upon further investigation it was found that this is not a stryker product. The manufacturer has been notified.

Event description:
It was reported that the scale will not zero out, potentially indicating it is showing an inaccurate measurement. There was no report of patient involvement or adverse consequences. The device model and serial number are unknown at this time and the investigation is still pending.